Manufacturer narrative:
Follow-up # 1 date of submission 07/10/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box showed unexplained reboots on 05/31/2014. No damage found to returned battery cap or battery compartment. The battery cap dimensions were found to be within specifications. The returned battery compartment cap was able to fully tighten on to the pump with no power loss. The pump was tested for 24 hours with no power loss. The pump cover was opened and no internal defect was found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.